Event description:
It was reported that the right ventricular lead had low pacing impedance and short v-v intervals were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed; analysis revealed the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo...

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076, implantable pacing lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.